Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the rf3000 generator was used to perform an ablation with no reported issues. However, the generator would not deliver energy once it had been reset. The display did not show any output, nor did it show any error codes. The user turned the generator off, then on again, and the unit worked correctly. The procedure was completed with this device. It was reported that there were no negative consequences as a result of this event.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no issues and the tamper proof seal was present but broken. The device passed power-on self-test, rf delivery test, and preliminary final tests without removal of the top cover. Additional environmental stress testing was performed at high and low temperature and high and low voltage margin, and the device was found to be within specifications. During testing, power and impedance were monitored on the front panel display and no problem were found. When the top enclosure of the device was removed, no visible issues were noticed. Following upgrade and final assembly, the device failed power-on self-test with a cpu board programming error. The root cause was attributed to component u11 on the cpu board; following replacement of component u11, the device passed all performance criteria of the final test procedure. There were issues noted to the device, however this did not contribute to the reported event of the generator not delivering energy and the display not working, therefore the complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the rf3000 generator was used to perform an ablation with no reported issues. However, the generator would not deliver energy once it had been reset. The display did not show any output, nor did it show any error codes. The user turned the generator off, then on again, and the unit worked correctly. The procedure was completed with this device. It was reported that there were no negative consequences as a result of this event.